Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective stimulation in their left foot. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned to address the issue, during the procedure one of the leads had visible damage on the tubing of the lead, and system diagnostics recorded high impedances on the lead, physician stated it was possible from revising the lead. The lead was explanted and replaced to address the issue. It was also reported that the ipg was explanted and replaced, reason for replacement is unknown at this time. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - ipg was replaced electively, and therefore, decision is not reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating the ipg was electively replaced for flex burst programming per the physician decision. Therefore, decision is not reportable.